Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) sections: chapter 6 application and conditions of cleaning, disinfection, and sterilization; chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: the control unit was damaged. The adhesive on the bending section cover had a chip. The connecting tube had a dent. The venting connector of the light guide connector had corrosion. The up/down angulation lever plate had discoloration. The forceps elevator, lock engagement lever(sp) had a stain. The switch box had discoloration. The universal cord had a dent. The video cable had a scratch and a wrinkle. The video connector case was deformed. The indication on the grip was peeled. The control unit was sticky due to water leakage. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope had a foreign object mixed in near the air supply button mouth. There were no reports of patient harm.